Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b20, c20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vsx 20-03 viedoc study database: on (B)(6) 2023, a 62-year-old female patient underwent an endovascular procedure, where two gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn devices) were implanted in the left superficial femoral artery (sfa) for treatment for de novo or restenotic lesions. On (B)(6) 2023, the patient underwent endovascular treatment for occlusion of a restenotic viabahn device in the left sfa. The patient was treated with a third viabahn device, implanted successfully in the left proximal sfa. The viabahn device was noted as patent at the end of the procedure. An anticoagulant or antiplatelet was used in the procedure. On (B)(6) 2024, it was noted that the patient had an occlusion of the left sfa. The event was within the left sfa study limb. Medical or surgical intervention was necessary. The treatment included anticoagulant medication and a repeat intervention on the study limb. On (B)(6) 2024, it was noted the patient underwent a surgical procedure to the left study limb. The patient was hospitalized and underwent device bypass of the superficial femoral artery in the left limb. The viabahn device remains in place however patency was not restored to the viabahn device at the end of the procedure as it was bypassed. There were no procedural complications. On (B)(6) 2024, the patient was noted to have recovered without sequelae and was discharged.

Manufacturer narrative:
H3 other; h6 codes b20, c19, d15: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. In the instructions for use (IFU) for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is mentioned under adverse events: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to (shown in alphabetical order): occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.